Manufacturer narrative:
Device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. The ultra 360 patient positioning system ( a2009) was returned for evaluation. The reported complaint was confirmed. Unit was received with the std. Adaptor and not the tri-star adaptor and showing signs of routine wear. The handles were out of adjustment and not holding properly and both shock cushion were worn, requiring replacement. General maintenance and cleaning also required. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the top locking handle on the ultra 360 patient positioning system (a2009) would not lock; it moves even when locked and the gold locking handle was very loose. It is unknown if there was patient involvement however; no patient injury was reported or surgical delay has been reported.